Event description:
Other equipment in use at time included: insufflation tubing, suction irrigation, and a slt device. During laparscopy gas flow set at 12; apparently independently moved to a 17 setting. The valve appeared not to shut off. The patient devloped a subcutaneous emphasema. Post op x-rays were negative for subcutaneous pneumothorax. Patient was discharged home next day in stable condition; emphasema had resolved. Solo equipment was immediately taken out of service and impounded by biomedical engineering. Investigation later showed check valve did not shut off automatically. Solos was notifieddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: modification of device. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.